Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 285 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer had possibly not bolused enough. The customer declined to perform troubleshooting with tandem technical support.

Manufacturer narrative:
This final supplemental report is being submitted per FDA request to resubmit the content of the 1st supplemental MDR.